Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer (vs) extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. For clarification, the vs extend instrument was found to have a bent blade. The known common cause of this failure is mishandling/misuse. A review of the logs indicated there were several cut attempts when used on (B)(6) 2020 with system (B)(4). Upon a visual inspection, no dislodged blade was initially observed at the garage track. The blade and knife cable were manually extracted from the garage track and physical damage was observed. It was noted the blade was no longer straight. The blade and knife were manually brought into the garage track. When the instrument was placed on the system, it failed self-test. As a result, no functional test could be performed due to the bent blade damage. Failure analysis found the primary failure of a bent blade to be related to the customer reported complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vs extend instrument stopped working. Per subsequent follow up, the customer informed they received the sealing sequence, and all tones sounded normal; however, partial sealing was observed. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. The vessel sealer instrument did not adequately seal even though the generator provided a signal that indicated that the seal was complete. A review of the site's complaint history found no other complaints related to this instrument. A log review was conducted, which resulted in the following findings: it was confirmed the vessel sealer (vs) extend instrument part# 480422-01 lot# m91200726-0080 was last used on (B)(6) 2020 during a total benign hysterectomy procedure with system (B)(4). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the vessel sealer (vs) extend instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the business manager at the customer site and obtained the following additional information: the business manger reported that a robotic hysterectomy procedure was conducted on (B)(6) 2020. It was noted the vs extend instrument was inspected prior to use, and nothing out of the ordinary was observed. It was noted that the instrument would seal but not cut. Reportedly, the vs extend instrument was working half way through the procedure prior to attempting to cut. No vs extend error messages were observed. During the sealing sequence, all tones sounded normal. However, the customer stated they could not remember the seal cycle tones. At the time of the reported issue, the target tissue was the uterine artery, and slight tension and tissue effect was observed. Partial sealing was observed. The business manager stated that the tissue had not been exposed to any radiation or chemotherapy prior to the procedure. The instrument jaws had not made contact with any clip, suture, staple, or any other hard objects. The customer replaced the instrument with another vs extend instrument. No images/video were available for review. It was noted there was no unexpected bleeding due to the reported issue. No fragments fell inside the patient. The procedure was completed robotically with no reported patient injury or harm.